Event description:
Boston scientific received information that a red alert was generated for this system due to a shock impedance greater than 200 ohms. System testing confirmed the out of range measurements were observed in all configurations. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the reported clinical observations. The caller stated that this patient is very difficult and it is uncertain when the patient will be in the clinic again. This product issue will be re-evaluated if additional details are received.